Manufacturer narrative:
The service evaluation found a portion of the adhesive from the objective lens at the distal end was peeled/cracked off. The customer's reported issue was confirmed as there is rattling at the connection between the insertion tube and the control body due to the looseness of the insertion tube. Additionally, the bending angulation is below specification due to the worn/stretched angle wire, the bending section cover adhesive is missing, the angulation feels heavy/restricted, white scratches/streaks are observed on the image. The video connector is damaged/fractured. There are cosmetic scratches on the control body, grip, angulation lever, the up/down and the right/left lever plate, on the switch unit cover, light guide connector, the surface of the light guide cover glass, at the video connector and video connector case. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer¿s endoeye flex deflectable videoscope was returned to the repair center for a reported ¿wobble at the base of the operation unit¿. Upon inspecting and testing, the service technician found a portion of the adhesive from the objective lens at the distal end was peeled/cracked off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the device was last serviced via repair in (B)(6) 2018 to replace the bending section cover and bending tube. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the peeling, chipping of the adhesive at the distal end was potentially due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end or chemical deterioration by chemical solutions. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.